Manufacturer narrative:
Bracket weld on pump pedal.

Event description:
It was reported by service report that the unit allegedly has a broken weld. No pt involvement or adverse consequences are reported.